Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported unknown number of false positive sars results. Testing took place at multiple locations. Unknown if the patients were symptomatic. The customer communicated the results were confirmed negative by molecular (pcr testing). Multiple attempts were made to contact the customer for more information. The customer was unresponsive.